Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. Dr used the emergency release procedure to detach. The pt was not injured following the procedure.